Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: none. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Without samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. The first operation to the cat was done on (B)(6) 2016 and the review surgery on the (B)(6) 2016. So the implantation time was 56 days. The complete mass absorption of novosyn takes place at 56-70 days, when the tissue is normally perfused. The mass absorption of the suture in animals is not affected in any way, in cats, as it is in other animals, the absorption takes place in the same time as indicated in the instructions for use of the product. The absorption time is being influenced by the tissue and patient conditions. Accelerated absorption may occur in patients with fever, infection or protein deficiency and this may lead to an excessive rapid decline in tensile strength. Accelerated absorption may also occur if sutures become wet or moist during handling before implantation. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future. Device not returned.

Event description:
Country of complaint: (B)(6). Suture resorbed in less than 50 days.